Event description:
It was reported by service report that the breakaway head section pivot stop pin was missing. It would not latch in the upright positon. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: retaining ring; breakaway head section.